Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a leaking PICC sample was received for evaluation. Sample contained note that it was placed femorally. Additional information received 1/24/2023: customer reports the patient had the PICC replaced.

Event description:
It was reported a leaking PICC sample was received for evaluation. Sample contained note that it was placed femorally. Additional information received 1/24/2023: customer reports the patient had the PICC replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Usage residues were abundant throughout the sample and a statlock stabilization device was attached to the suture wing. A sharp kink permanent kink impression was observed just distal of the molded joint. The catheter kinked preferentially at the site of the kink impression during manual manipulation. A partially circumferential split was observed opposite the kink impression. Microscopic inspection of the split site revealed a dully granular fracture surface. Material deformation and discoloration were observed in the vicinity of the split. The split features and kink impression were consistent with material failure due to sharp kinking of the catheter shaft. The location of the damage suggested that catheter insertion and securement techniques may have contributed. H3 other text : evaluation findings are in section h.11.